Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot plbcqgp0, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an angioplasty procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. Changed to another suture to complete the procedure without delay. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 09/29/2020 additional information: d10, h6 additional h-3 summary: two paper lid, two empty winding former, a suture and a needle of product code mpvr9360, lot plbcqgp0 were returned for analysis. During the visual inspection of the sample, the swage and attachment area of needle were noted to be as expected. The barrel hole was examined and remnant suture was noted, the suture end is severely broken, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance breakage suture is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.